Event description:
On 4/29/93, the patient was hospitalized with lower abdominal pain. The angelchik device had apparently come loose and migrated into the pevis at some previous date. The patient underwent surgery on 5/3/93 for sigmoid colon and upper rectal resection with low pelvic anastomosis, lysis of adhesions, extraction of migrated prosthesis, and left salpingo-oopherectomy. The patient expired 5/7/93.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, none or unknown. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.